Event description:
It was reported that during a renal angioplasty procedure, the catheter balloon burst at 4-5 atm. The catheter was removed & replaced with another of the same make to complete the procedure with no pt injury or further complications being reported.